Event description:
Additional information was received that the patient was seen by the neurosurgeon. It was determined that the generator had not moved and was where it was supposed to be. There will be no surgery for the reported migration.

Event description:
It was initially reported that the patient's generator had migrated towards the color bone. There were no reported falls but the patient does scratch at it. The patient has been referred to a surgeon for surgery. It is unclear if the migration is the sole reason for the surgery. Surgery if likely but has not occurred to date. Good faith attempt for additional information have been unsuccessful to date.